Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav open irrigated catheter was selected for use during the procedure. It was reported that flushing issue and higher temperature occurred. They had prepared the catheter as usual. When the catheter was flushed with using the metriq pump, it was observed that the flush did not spread equally. The temperature on the catheter was also higher than usual and a high temperature error was displayed. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The intellanav open irrigated catheter was selected for use during the procedure. It was reported that flushing issue and higher temperature occurred. They had prepared the catheter as usual. When the catheter was flushed with using the metriq pump, it was observed that the flush did not spread equally. The temperature on the catheter was also higher than usual and a high temperature error was displayed. The device was replaced, and procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
Intellanav open irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event. Device passed all relevant testing and was found within specification. Laboratory analysis was unable to confirm the reported clinical observations of cath-poor temperature control - higher than expected and difficult to irrigate.